Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date explanted - remains implanted. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-02994-2 / 04786).

Event description:
It was reported that patient underwent an initial right hip arthroplasty on (B)(6) 2009. Furthermore, patient underwent an initial left total hip arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2015 allegedly due to elevated metal ion levels. The modular head was removed and replaced and a liner was implanted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a iliopsoas tendon arthrogram, steroid injection and intraarticular steroid injection on (B)(6) 2009. Operative report further noted patient was experiencing limited range of motion caused by pain and tendon inflammation was a contributor of pain. The patient alleged experiencing left leg weakness on (B)(6) 2014.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date explanted - remains implanted. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ this report is number 2 of 4 mdrs filed for the same event (reference 1825034-2015-02994-3 / 2015-04786-1 / 2016-00474 / 2016-00476). Remains implanted.

Event description:
It was reported that patient underwent an initial right hip arthroplasty on (B)(6) 2009. Furthermore, patient underwent an initial left total hip arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2015 allegedly due to elevated metal ion levels, pain, fluid around hip, disfigurement and aggravation of an unspecified pre-existing condition. The modular head was removed and replaced and a liner was implanted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a iliopsoas tendon arthrogram, steroid injection and intraarticular steroid injection on (B)(6) 2009. Operative report further noted patient was experiencing limited range of motion caused by pain and tendon inflammation was a contributor of pain. The patient alleged experiencing left leg weakness on (B)(6) 2014. Additional information received reported that a right revision procedure has been indicated due to unknown reasons.